Event description:
Communication could not be established with the device. The device was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. Manufacturer report 2938836-2017-20527, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
The patient felt the vibratory alert and was seen in the clinic for interrogation. Communication could not be established with the device and premature battery depletion was suspected. The device was explanted and replaced. The patient had no adverse consequences.